Manufacturer narrative:
UDI information is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history review (DHR) is not applicable or relevant due to the device manufactured date of 2006. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in used condition. The evaluation was performed, and the reported issue was confirmed. With the temp check installed, the device passed the safety/electrical test on the high pot tester. Although the device performed as intended it leaked water from a crack near the drain tube. The root cause of the reported issue was due to normal wear and tear. No further actions were required.

Event description:
It was reported that the down spout connected to reservoir was cracked. No patient injury was reported.